Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test due to prime anomaly. The insulin pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm noted by analysis. The insulin pump's motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 30 mmol/l. Troubleshooting was not performed. The device was returned for analysis.

Manufacturer narrative:
The information provided in with the initial report was incorrect. The correct information has been provided with this report.